Event description:
Health professional reported the "pt presented with tachycardia and knee pain", had "black stool", and "hemoglobin [was] low, [and the pt was] weak at times." The pt was admitted to the emergency room and "hydrated with fluid." An esophagogastroduodenoscopy (egd) was conducted that allegedly "confirmed erosion and mild gastritis." The lap-band was explanted without replacement.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Erosion, inflammation, "tachycardia and knee pain" are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pain and erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."